Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. There was no harm or injury reported. The device's power management board was replaced to address the issue.

Manufacturer narrative:
In initial report, during a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. There was no harm or injury reported. The device's power management board was replaced to address the issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.